Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16285. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device image was successfully saved. Analysis performed, including electrical and mechanical tests indicated that the device operating at eri mode (post mortem) due to normal battery depletion. Longevity assessment was performed based in as-received settings and device has met the projected longevity. The device was returned to abbott facility for analysis 2.54 years after explant.